Event description:
It is reported that the physician impacted the spike arm into the tibia with a mallet to secure. Upon removal with the slap hammer, the spike tip broke in the tibia being resected. The spike tip was recovered and disposed of by the surgeon.

Manufacturer narrative:
The fracture of the spike may be attributed to several factors, some of which may include: the absence of a radius at the base of the spike, off-axis impaction and/or degradation of the material properties due to age and use. A spike arm was received. As returned, the long spike had fractured off at the junction to the body of the device. Hardness was found to be within spec. Mfg documentation indicates that the device was manufactured, inspected, and packaged to spec.